Event description:
The facility technician indicated that he had received the pump from a nurse in the ICU. The nurse indicated that the pump was infusing critical medications (unknown) when the device failed. The device has been sequestered.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 26 2007. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Please note, in reference to the "colleague triple channel" issue described in this report, and based on the review of relevant complaint history of this and similar events, baxter decided on june 20, 2007 to take "remedial action" to prevent risk of harm to the public health. Based on this decision, a 5-day MDR was initiated for all events associated with this issue. As such, the aware date is 06/20/2007 for all reported events received prior to this date.